Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 ultra resilia valve in aortic position. Approximately 1 year and 10 months later, the patient underwent a valve in valve (viv) with a 26mm sapien 3 ultra resilia valve inside the pre-existing 29mm sapien 3 ultra resilia valve due to stenosis. The valve was successfully implanted and the patient remained stable. The physician felt that the patient's end stage renal disease was the perceived root cause of the stenosis.